Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening (shell thickness whiting to spec). Additional observations: missing shell observed assessed as inconclusive. Stress mark and crease fold observed on the device.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.